Event description:
Event description as recorded by berchtold (B)(4): berchtold corporation parent company berchtold (B)(4) reported an incident involving a chromophare surgical lamp system. This particular incident occurred in (B)(6) at a user facility with no injury reported. The incident involved a mechanical failure (welded joint) of the flat panel spring arm resulting in the sudden drop of the connected flat panel to the mechanical stop. The reported incident occurred during the maintenance of the surgical lamp system; therefore, there was no pt involvement.

Manufacturer narrative:
Berchtold's internal investigation is currently underway. The reported failures are contributed to the third party manufacturer of the spring arm, on dal (B)(4) in (B)(4) has forwarded the actual spring arm involved in the reported incident to ondal for review. Berchtold is currently working with ondal on its internal investigation. Initial findings indicate the reported field failures are a result of a non conformance in the control of ondal's spring arm welding process on one of the joints. Ondal is further evaluating the extent of the non conformance and will report the findings to berchtold (B)(4) & berchtold corporation.